Event description:
It was reported that when the pt went to see the physician, it was found that pt's device had been activated with the magnet over 200 times, but the family claims they have only swiped the pt's magnet a handful of times. When the history was looked at, the magnet had registered 297 swipes. It was noted that the pt does not usually keep her magnet anywhere near her (para keeps it at school and her mother has it at night), so inadvertent magnet swipes are not suspected. Programming history sent to MFR, but analysis is pending.

Event description:
Analysis was completed on the returned programming history and no anomalies were noted and the magnet activations appear to be accurate. Further information from the pt's family and school reveals that last year at school they did have magnetic alphabet letters, a unit on magnets, and an apple with magnets that they cut apart they use to do fractions. The patient would also carry her own bag with the magnets when moving from classroom to classroom in the hall going from one adult to another. It was also noted that the patient uses a (B)(6), often which may have contributed to the excess magnet swipes. However, it was noted that the majority of the swipes occurred over a year ago, so the magnets at school may have caused many of the swipes. It was indicated that the patient is not at all bothered by the magnet swipes and does not even know when they occur.

Manufacturer narrative:
Analysis of programming history.